Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx beeped and displayed a red "x" when the op check was run without the dummy load. There was no patient involvement.